Event description:
It was reported that, upon the interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) during a house follow-up, it was noted a patient data error message. A request was made to have data from this device analyzed. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that, upon the interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) during a house follow-up, it was noted a patient data error message. A request was made to have data from this device analyzed. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.